Event description:
Teleflex medical customer service reported an end-user alleges, that the skin stapler blocks (jammed). No patient injury or medical intervention was reported.

Manufacturer narrative:
The device from the procedure was not returned for evaluation. Device evaluated by manufacturer. The investigation of similar incidents have been evaluated and corrective actions were implemented. This CAPA was to implement corrective actions that will minimize recurrence of the customer's claim.